Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during the basic occlusion test and the pump was unable to prime at 4.0 pounds during the prime test due to a cracked end cap. The following physical damage was also noted: a broken reservoir tube lip, missing reservoir tube o-ring, missing end cap sticker, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process; insulin had squirted out of the tubing. The patient's blood glucose at the time of incident is was 356 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated for the rewind and prime issue. The customer's mother was unable to exit the "preparing to prime" loop. The drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.